Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "battery needs service" error message, indicating that full back up battery power may not be available. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.